Event description:
The patient contacted animas on (B)(6) 2012 and reported that the audio bolus button was unresponsive after water exposure. The patient denied damage to the button and noted moisture behind the display screen. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage found to the audio bolus button. The bolus button complaint could not be adequately investigated because the pump would not power on. There was visible moisture in the display. A display leak was found during evaluation. There was evidence of moisture damage observed on the pcb.